Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was experiencing persistent necrotic skin dehiscence over the implant. The device has been explanted and the user will receive outpatient follow-up care.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely necrotic skin dehiscence over the implant. The user does not have any known condition which may have contributed to the necrosis of the skin. This is a final report.

Event description:
The user was experiencing persistent necrotic skin dehiscence over the implant. The device has been explanted and the user will receive outpatient follow-up care.